Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction. The biomed inspected the device and replaced the power supply. The unit passed extended self testing.